Event description:
The customer called to report a no delivery alarm during a manual prime. Found that the customer was connected to the infusion set during the prime, and the reservoir was now completely empty. The paramedics were called as the customer may have delivered a large amount of insulin into his body. During the call, the customer drank apple juice. The paramedics arrived during the call. Advised the customer to call back after treatment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.